Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the event(s) that prompted the transplant could not be conclusively established. It was reported that the patient underwent a transplant on (B)(6) 2022. Due to patient privacy laws, the managing hospital would not communicate additional patient outcome information. It was reported that hm3 lvas, serial number (B)(6), will not be returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hm3 lvas instructions for use (IFU) is currently available. Although no device-related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant. It was not provided whether or not this outcome was device or therapy related. It is unknown if the product will be returned.